Event description:
Patient had ambulated to restroom and was returning to bed when he accidentally pulled on his IV tubing and the tubing came apart at the lower portion of the most distal y-site connection. The separated tubing was saved.====================== health professional's impression======================unknown but this appears to be a recurring problem with this tubing.